Event description:
It was reported that the patient¿s therapy worked well for 2 years. In (B)(6), the patient slipped on black ice and fell on her tailbone. As a result the ¿lead wires were pulled out¿. The patient¿s system was consequently replaced in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v360242, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was a fall. Surgical intervention of a replacement of the implantable neurostimulator (ins) and lead had taken place. It was noted that the devices would not be returned for analysis. The signs and symptoms of the reported event was a lack of response after the fall. It was reported that the patient did not require hospitalization due to the event and the patient outcome was no injury.

Manufacturer narrative:
(B)(4).